Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 08/17/2010, 08/19/2010, and 09/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "iol slightly temporal in the pupil" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The patient is disappointed with her near vision. The surgeon reported the optic seemed to be slightly temporal in the pupil, but nothing unreasonable. Additional information has been requested.